Event description:
It was reported to boston scientific corporation that an amplatz super stiff guidewire was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the distal tip detached inside the patient, exposing the metal core wire. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. Reported event of guidewire distal tip detached. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.